Event description:
The customer reported the unicel dxc 600i access clinical system had reagent probe b leaking diluted wash concentrate. The leak was contained to the instrument. No erroneous results generated. No exposure reported. Customer was wearing gloves, laboratory coat, and glasses.

Manufacturer narrative:
A field service engineer (fse) was dispatched to evaluate the instrument. Fse determined the cause of the reagent probe b leak was the collar wash valve. Fse resolved the leak by replacing the valve. (B)(4).